Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there were "holes" in two needles. Needles were used for chemo. It was stated there was no patient injury. This report addresses the second needle.